Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an in-clinic follow up, noise and low pacing impedance was noted on the right atrial (ra) lead. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicating that the noise noted during the event resulted in oversensing. It was suspected that the cause of the event was due to lead insulation damage. However, no diagnostic imaging was conducted to confirm the alleged cause.